Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 114 mmol/l with a repeat result of 112 mmol/l. The same patient sample was tested on another analyzer with a sodium result of 141 mmol/l. The erroneous results were reported outside of the laboratory. The sodium result of 141 mmol/l was deemed to be correct. There was no adverse event. The sodium electrode lot information was requested but was not provided. Based on the qc data provided there was no indication of a reagent or instrument issue. The field engineering specialist determined that the root cause was due to residue on the reference nipple block in the ise bath assembly. He removed the electrodes, cleaned the ise bath assembly, and replaced ise tubing and the sipper nozzle. He conditioned the system and performed a reagent prime. He performed ise check testing and precision testing both with acceptable results. The customer performed successful calibration and qc testing. Following the service visit, there have been no further issues.